Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 12 days after the dental implant was installed in intraoral region #20/19 it was verified its nonosseointegration. A 80 ncm of primary stability was achieved, immediate load was not performed and patient presented bone type ii. The dentist informed that bone overheating happened during surgery.